Event description:
It was reported by service report that the scale will not set and was not reading accurately. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - scale control board, load cell. See scanned page. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.